Event description:
The pt received a scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the pt has stimulation but feels heating in the ipg pocket while charging. There are no other problems noted and no heating from the stimulation. It was also reported that the pt has lost about (B)(6) but there is no appearance of redness or swelling of the pocket. A replacement charging system was shipped to the pt but f/u shows that the reported issue still exists. No further info is available at this time.

Manufacturer narrative:
The serial number is associated with a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.